Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted retzius sparing prostatectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open and could not be used. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The vessel sealer was inserted to be used and when they tried to open the jaws to use the instrument, the jaws would not open. Jaws were not stuck on tissue because they would not open. It was immediate switched out with a new device and proceeded with the case without delay. No harm to the patient.